Event description:
It was reported that during screw insertion the ring splayed. Surgeon felt that the ring locked to th escrew and that the construct would remain intact with the ring in this position. Patient outcome: no adverse effect reported as a result of this event.